Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patients ipg was non-functional. No device malfunction was suspected. The patient underwent a revision procedure wherein the old ipg was replaced with an MRI compatible ipg. The patient was doing well postoperatively and the explanted ipg was discarded.